Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2024.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and could no longer communicate via remote control following a non device related back surgery. It was also noted that the patient was not getting any pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.